Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had enterococcus faecalis, a bacterial infection on (B)(6)2020. The patient was discharged from the hospital on (B)(6) 2020 in stable condition with IV antibiotics.

Manufacturer narrative:
Sections a1-a6 and d4: patient information and device serial and lot numbers are unknown and could not be provided. Section b2: outcomes attributed to adverse corrected section d1: brand name corrected section d4: catalog number and primary UDI corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional communication from the clinical specialist indicated that the patient who experienced bacteremia is unknown to the site.